Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was required to be turned up double what normally it was set at to feel stimulation. Pt had been moving, lifting boxes etc. Additional info has been requested, but was not available as of the date of this report.